Event description:
It was reported that communication issues were faced during a programming session. The serial adaptor cable for the handheld computer was found to be non-working component. It was indicated that replacing the cable resolved the issues. Good faith attempts to obtain the non-working cable for product analysis are underway.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.